Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
A revision surgery was performed after a patient fell. This resulted in the poly not being fully seated.